Event description:
Supplemental report is being submitted due to the completion of the investigation on 12-feb-26.

Manufacturer narrative:
Device evaluation: the device evaluation for the echo-19 device of lot c2312205 could not be completed as the device or photographic evidence of the device was not returned for evaluation. Abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: the instructions for use, ifu0101 which accompanies this device, instructs the user ¿¿ this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope. There is evidence to suggest that the customer did not follow the instructions for use. The physician performed a cellvizio procedure using the device. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. It is known from the available information that the physician performed cellvisio (cellvizio) procedure by inserting the microprobe into the echotip 19g fna needle, which could have significant impact on the device function. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer 19g needle bent when it was deflected by the elevator to gain position, causing the needle to puncture through the cyst. Confirmed quantity of 02 device, confirmed used. The procedure was complete with a competitor needle. The patient was hospitalized with acute pancreatitis. Definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. It is known from the available information that the physician performed cellvisio (cellvizio) procedure by inserting the microprobe into the echotip 19g fna needle.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported on customer complaint email: "to summarize the procedure, dr. Xx was performing a cellvisio procedure using the echotip 19g fna needle. The procedure took place in the pancreatic head region. Unfortunately, the 19g needle bent when it was deflected by the elevator to gain position, causing the needle to puncture through the cyst. Dr. Xx then used a competitive 19g needle, which did not bend and successfully gained access to the cyst. He mentioned that this has occurred in two cases, although this is the first time he has reported it to me. Following up with dr. Xx, I learned that the patient was hospitalized with acute pancreatitis. He expressed his dissatisfaction with the situation, stating that it is unacceptable and that he will no longer use the echotip needle. Additionally, he inquired whether there has been a change in the manufacturer of the needle. I look forward to your findings and any recommendations you may have to address this issue. Please let me know if you need any further information or if there are any additional steps required on my end. Echotip ultra, echo-19, g31520, lot# c2312205. Patient was hospitalized with acute pancreatitis.